Event description:
The customer contact reported, an unrequested bolus dose was delivered. The device was returned to the biomedical department with an unsigned note that stated, "non-programmed bolus occurred and alarmed." The customer contact stated, that this occurred during setup. There were no reported adverse pt events while the device was in clinical use. Thought requested, no further information was provided.

Manufacturer narrative:
Testing and investigation found the bolus cord delivered an unrequested bolus dose. This was due to an electrical short circuit in the bolus cord.